Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test at 4 pounds due to faulty force sensor resistor.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.